Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 8 years and 10 months post right side tka, this male patient underwent revision due to aseptic loosening. No additional information is available or forthcoming. The device is not available for evaluation. 510k-k033883.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the implant and the bone and patient-related conditions, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.

Event description:
It was reported via legal documentation that approximately 106 months after a right total knee replacement the patient underwent a revision surgery to address prosthesis wear, pain, stiffness, discomfort, weakness and loosening. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information: a3, b5, b7, d10. Corrected information: b2, g, g2, h5, h6. D10: 2110943 02-010-01-0350 - logic femoral ps cem right sz 5, 2005826 02-012-41-5050 - logic tibia traptray cem sz 5f/5t.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, d. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.